Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17273. The pt rec'd 2 scs leads with the same lot number. The pt reported, she has not used or charged her scs system in over 6 months due to experiencing ineffective stimulation.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.